Event description:
It was reported that during the procedure was to treat a lesion located in the mildly tortuous, de novo in the proximal left descending artery (lad) that is 85% stenosed, a 3.5x23 rx xience pro stent was implanted; however, there was a distal edge dissection. The procedure was successfully treated by placing a 3.0 x 12mm xience pro to cover the dissection. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information, however, there was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The product code listed the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.